Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery a couple nights ago. Her blood glucose at the time of incident was 470 mg/dl. The customer also mentioned that her blood glucose ran between 250 mg/dl and 500 mg/dl on the day of the no delivery alarm. The customer reported feeling sick due to the hyperglycemia and treated her blood glucose with insulin pump therapy. Troubleshooting did not occur as the customer already resolved the issue with an infusion set change. No products will be returned for analysis.